Event description:
Boston scientific received information that five days post implant, this right ventricular (rv) lead was exhibiting intermittent loss of capture. All other measurements were within normal ranges. As a result, the lead was explanted and successfully replaced without incident. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was discarded by the hospital staff and will not be returned.